Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient suffered serious bodily injuries, including but not limited to pain, chronic bladder spasms and discharge, urinary difficulties and other injuries similar to the one described in the FDA's public health advisory of october 21, 2008 and july 13, 2011. No other information is available.